Event description:
Caller reported an error with their continuous glucose monitor (cgm), specifically error 42 related to a g6 sensor. After conducting a pump reset with guidance from technical support, there was a successful restart of the sensor session, and the cgm error did not reappear. There was no adverse impact to the customer's blood glucose level.